Manufacturer narrative:
Calibration and quality control were acceptable on the date of patient testing. The field service engineer determined the ise sample flow path was contaminated. He cleaned the ise sample flow path. He successfully ran ise calibration and qc. Customer performed patient comparison and passed. The investigation determined the service action of cleaning the ise flow path resolved the issue.

Event description:
The initial reporter questioned multiple non-reproducible ise indirect gen.2 na patient results on the cobas 8000 cobas ise module. Customer provided questionable results for two patients. For patient 1, the initial na result was 140 mmol/l. For patient 2, the initial na result was 147 mmol/l. The initial results were reported outside the laboratory. The initial results were questioned and repeated. Patient 1 repeat na result was 134 mmol/l. Patient 2 repeat na result was 141 mmol/l. The customer determined the repeat results were the correct results. The na electrode lot number and expiration date were requested but not provided.